Event description:
It was reported in 2008, pt presented with difficulty anatomy, tortuous aorta, and diseased iliacs; also had prior methamphetamine addiction, however, this was not known until after original procedure. Proximal neck diameter was 26mm with moderate calcium and a 55 degrees+ left lateral angulation. Iliacs were ballooned. During advancement of a bifurcated device, the outer sheath kinked. The device was removed, a new one was opened and the physician switched sides. Access and deployment went without further incident. A proximal cuff was implanted to address a proximal type I endoleak. Due to a bend in the proximal aorta, the physician also wanted to use a palmaz stent to straighten out the vessel, however, the hospital did not have an additional balloon to mount the palmaz. Note that there were several dissection planes bilaterally in the external iliacs to the common iliacs as a result of using stiff gidewires during the access portion of the procedure in the tortuous, calcified vessels with thrombus present throughout. The pt left the or, and overnight, suffered a contained rupture. The pt was brought in the next day to implant a palmaz stent. There was good seal at the conclusion of the secondary procedure. On post-op day 2, the pt died post-cardiac arrest. The physician stated that the abdomen was distended upon calling the time of death post-CPR, indicating that the pt's aaa most likely ruptured due to chest compressions during CPR, and not due to the secondary procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's difficult anatomy and diseased vessels, along with operational context, contributed to the event.